Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). No additional information was provided. The event was consistent with a sample-specific issue. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.

Event description:
There was an allegation of false positive elecsys hiv duo results for 1 patient sample on a cobas e 801 analytical unit. The elecsys hiv duo result was 52.2 coi (positive). It was alleged that the "feedback from the cdc was negative". No additional information was received regarding the negative result.